Manufacturer narrative:
Receiving inspection: 5/17/2016 - on 5/16/2016, received the following devices: two (2) new 52509-14, triox svo2/cco pa catheter, 8f lot# 2953599. One (1) opened unused 52509-14, triox svo2/cco pa catheter, 8f lot# 2953599. One (1) opened unused 52509-14, triox svo2/cco pa catheter, 8f lot# 3053185. The open catheters remained in the product tray. The catheter lot# 305385 arrived in a box for lot# 3074281. Functional/performance testing: unit was fiber optic tested by passing light though the tip along with visual analysis. Then both units were dissected to determine why light would not pass through the fiber optic. Unit 1 lot # 3053185 was observed to have light only pass through 1 of the fiber optics. A break in one of the fiber optics was observed at the 100 cm mark. Unit 2 lot # 2953599 was observed to have no light pass through either fiber optic. Two breaks were observed in the catheter coupler and at the tip of the strain relief of the thermistor/fiber optic junction. The two unopened/unused units were tested and passed all tests, no anomalies found. Final analysis summary: the reported complaint of unable to calibrate was confirmed. The failure was damage to the fiber optic that prevented light from passing though. The cause of the damage to the fiber optic could not be determined. Each catheter is 100% inspected prior to packaging.

Event description:
Complaint received reporting reading/calibration issues with use of 52509-14, 8fr. Triox svo2/cco pa catheters; q2 monitors; opmod set-ups. One event occurring on (B)(6) was described as follows ".. Inserting the catheter with the anesthesiologist knowledge ..the in vivo calibration failed and would perform an in vivo calibration once inserted. ... Tried to perform an in vivo but the monitor would not let us get to the point of drawing blood sensing something was wrong with the catheter. .. Exchanged the svo2 cable and the monitor said the same thing thus having to pull the swan (52509-14 catheter) ..." . The 52509-14 catheter was replaced, discarded, procedure resumed with no adverse patient consequences. Follow up information also reports that during pre-insertion testing, two additional 52509-14 8fr. Triox svo2/cco pa catheters would not calibrate.

Manufacturer narrative:
(B)(4). Initial followup with hospital: the product issue was identified during pre-insertion testing but the catheter was still inserted/placed. This could be considered contraindicated usage (dfu). Following insertion/placement in the patient, the known product issue was not resolved and the catheter device was removed, placed and discarded. Unused units were returned for evaluation and are awaiting results.

Event description:
Complaint received reporting reading/calibration issues with use of 52509-14, 8fr. Triox svo2/cco pa catheters; q2 monitors; opmod set-ups. One event occurring on (B)(6) was described as follows ".. Inserting the catheter with the anesthesiologist knowledge ..the in vivo calibration failed and would perform an in vivo calibration once inserted. ... Tried to perform an in vivo but the monitor would not let us get to the point of drawing blood sensing something was wrong with the catheter. .. Exchanged the svo2 cable and the monitor said the same thing thus having to pull the swan (52509-14 catheter) ..." . The 52509-14 catheter was replaced, discarded, procedure resumed with no adverse patient consequences. Follow up information also reports that during pre-insertion testing, two additional 52509-14 8fr. Triox svo2/cco pa catheters would not calibrate.